Event description:
It was reported that the right ventricular (rv) lead was explanted due to a suspected perforation. It was noted that the pericardial effusion was drained the same day. According to the boston scientific representative, the patient experienced chest pain a week prior to the procedure, and the perforation could not be confirmed through an x-ray as the images appeared to be normal. The rv lead was replaced with a passive lead. No additional adverse patient effects were reported. The lead will not be returned for analysis.